Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there is an intermittent response. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump was received missing segments due to open lcd zebra connector and with intermittent button response due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.